Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) the ipg passed all the required tests and revealed normal device characteristics. Sc-8216-70 (sn: (B)(4)) device evaluation indicated that the complaints were confirmed.  Visual inspection found lead body damage and fractured cables 32 cm from the distal end. X-ray inspection confirmed 3 cables were fractured (electrodes 1,5,8). It appears that excessive tensile force was exerted onto the lead and it resulted in the lead body damage and fractured cables. Cables are exposed at the fracture location. Visual inspection also confirmed that electrodes # 6, 8, 14, and 16 are partially dislodged. The cables are still connected to its respective electrodes.

Event description:
A report was received that the patient could not get coverage where needed. It was determined that there were several contacts that were not working on the leads. The patient will undergo a revision or replacement of the device.

Event description:
A report was received that the patient could not get coverage where needed. It was determined that there were several contacts that were not working on the leads. The patient will undergo a revision or replacement of the device.

Manufacturer narrative:
Additional information was received that a contact was loose in the paddle which caused the high impedances but the contact was not detached from the lead and it was pulled out. The patient underwent a procedure where the lead and ipg were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient could not get coverage where needed. It was determined that there were several contacts that were not working on the leads. The patient will undergo a revision or replacement of the device.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not get coverage where needed. It was determined that there were several contacts that were not working on the leads. The patient will undergo a revision or replacement of the device.

Manufacturer narrative:
Additional information was received that malfunction was suspected on the lead and not with the ipg.

Event description:
A report was received that the patient could not get coverage where needed. It was determined that there were several contacts that were not working on the leads. The patient will undergo a revision or replacement of the device.